Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead, the suspect analog board was received. The customer's report was observed and attributed to the top shield on the analog board. The analog board was scrapped. The customer received a replacement. No trend is associated with reports of this type.